Event description:
My son was misdiagnosed; on (B)(6) 2021, my son was given a rapid test for covid (per pediatrician recommendation) and was declared positive. On (B)(6) 2021 he was given another rapid test at the same location and declared positive again. Both times we followed up with a pcr covid test with a 48 hour turn around and he was negative as were all family members. Both times the facility insisted he had it and he was therefore not checked properly for the actual symptoms he had. Two false positive tests within a month of each other at the same facility. How many other people are being told they have covid when they do not and are being sent away without being seen? FDA safety report ID# (B)(4).